Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush wasn't rotating anymore and had a piece of metal in mouth / piece of metal that goes at the top of the brush [device breakage]; no adverse event [no adverse event]. Case description: a (B)(6) consumer of unspecified gender reported that he or she was brushing his or her teeth with an oral-b rechargeable toothbrush, version unknown and noted that his or her oral-b flexisoft brushhead wasn't rotating anymore and that he or she had a piece of metal in his or her mouth. He or she described that it was the piece of metal that goes at the top of the brush. No symptoms developed. 31-dec-2015 received follow-up email from consumer: the consumer reported that the logo didn't come off when he or she scratched it with a coin. No further information was provided.